Manufacturer narrative:
(B)(4). Physio-control performed an analysis of the electronic patient record from the device and determined that there was no device malfunction observed.   The shock advisory algorithm measured high flat content in the ECG due to the presence of residual pacemaker spikes leading to the return of ¿no shock advised¿ statements. No device malfunction was observed during this analysis. The device has not been returned to physio-control for a physical device evaluation.

Event description:
The customer reported that their device indicated a no shock advised decision when analyzing the patient's rhythm.  The patient appeared to be in a ventricular fibrillation rhythm and the ECG also did show pacemaker spikes.  The customer was unable to provide many more details on the event itself but did report that the patient did not survive.